Event description:
It was reported that, starting a couple months ago and gradually getting worse, the patient could feel stimulation throughout the hips and upper legs when the stimulation is turned off. The patient had tried turning the stimulation off with both the patient programmer (pp) and the implantable neurostimulator recharger (insr) and had confirmed that the stimulation was off by looking at the proper icon. The patient did not have any scheduled appointments with his healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).